Manufacturer narrative:
Following completion of this investigation, this event will be further updated.

Event description:
It was reported that during a recent follow-up, this right ventricular lead was exhibiting low out of range pacing impedance measurements. At implant, approximately two years prior, the measurements were at 400 ohms however at the current visit, now illustrating less than 200 ohms. To date there has been no programming changes and no reported adverse effects nor intervention taken. Technical services reviewed and confirmed several low pacing impedances measurements over the last several months but also confirmed normal thresholds and shock impedances with no evidence of noise. Should additional information become available this event will be further updated.